Event description:
Information was received from a patient who was receiving an unknown intrathecal medication via an implantable pump for spinal pain indications. It was reported that it takes forever to connect to the pump. The patient stated it was getting stuck at 90% when trying to connect and had been an issue "for a while". The agent walked the patient through how to clear the data from the app. The patient confirmed they were able to connect more quickly. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.